Event description:
The user reported the air bubble sensor was not recognized by the central control monitor. The nature of the lack of communication between the sensor and the central control monitor was not reported. There was no adverse consequence to a patient as a result of this event.